Event description:
The patient reported a broken power supply cable resulting in exposed wires. The power supply was replaced and there were no adverse consequences reported by the patient. The cable was discarded by the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.